Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the farapulse procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that the physician tried for roughly 20 mins trying to get the faradrive to cross the septum but was not able to. The troubleshooting steps included dilating septum with the inner dilator. Clocking and counter clocking while cross the septum. Changed out wire for a stiffer wire. Wired the right superior pulmonary vein (rspv) for a different angle. The procedure was completed successfully by using alternative device. No patient complications have been reported. The product is not expected to be returned as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Update to the initial MDR in block(s) b5.

Event description:
It was reported that during the farapulse procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that the physician tried for roughly 20 mins trying to get the faradrive to cross the septum but was not able to. The troubleshooting steps included dilating septum with the inner dilator. Clocking and counter clocking while cross the septum. Changed out wire for a stiffer wire. Wired the right superior pulmonary vein (rspv) for a different angle. The procedure was completed successfully by using alternative device. No patient complications have been reported. The product is not expected to be returned as it was disposed. It was further reported that a thicker fossa made it difficult for even the 8.5f sl1 to go across. The puncture location was mid-mid on septum. Amplatz super stiff pigtail 260cm wire was changed for a stiffer wire. No other issue has been reported.